Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2018 for recurrent anemia and a history of gastrointestinal bleeds. The patient was placed on warfarin and plavix. During admission the patient received 2 units of packed red blood cells (prbc). On (B)(6) 2018, the patient experienced black tarry melenaic fluid throughout the small bowel. An esophagogastroduodenoscopy (egd) noted multiple arteriovenous malformations (avm) and some howing oozing blood but no active bleeding. A positive capsule endoscopy edg on (B)(6) 2018 resulted negative for active bleeding. The patient stopped warfarin indefinitely and was discharged home (B)(6) 2018.

Manufacturer narrative:
Section a2, b2, d4, h4: correction section b5: previous reports of anemia and gastrointestinal (gi) bleeding are addressed under MFR # 2916596-2018-02912, MFR # 2916596-2018-02224, and MFR # 2916596-2018-03914. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.